Event description:
During an outbound call from adverse event assessor on (B)(6) 2013 (regarding an unrelated issue), patient (B)(6) caregiver reported that vgo 20 user with shwachman-diamond syndrome was hospitalized for a skin infection (pseudomonas) at a vgo needle insertion site on the abdomen on (B)(6) 2013. Caregiver reported that on (B)(6) 2013 at 09:00 am, she noticed what appeared to be a "small pimple" on abdomen of patient, applied (B)(6) on "the pimple". At 01:00 pm, caregiver noticed the "pimple" changed to completely black in color and patient had a temperature of 102.7 with chills. Caregiver contacted patient hematologist by phone and was advised to take patient to local ER. Caregiver reported that as a result of shwachman-diamond syndrome, patient has blood dyscrasias which can interfere with patient's ability to heal from infection. Caregiver reports that infectious disease doctor stated the vgo was the source of infection. Caregiver stated the infection was an opportunistic infection. Patient was discontinued from vgo after hospital admission and is still in the hospital at this time receiving treatment for the skin infection. Caregiver stated hcp told them the patient is not a candidate for the vgo due to her medical history.

Manufacturer narrative:
V-go's are terminally sterilized to a sal (sterility assurance level) of (B)(4) which means that there is a statistical probability that only (B)(4) may not be sterile. Therefore, the likelihood that the infection was caused by the device is extremely low, but not impossible. No lot number was provided to review sterilization records. The most likely cause of the infection would be due to the patient's pre-existing condition which causes a immune deficiency. As a result, patients with shwachman-diamond syndrome are more vulnerable to infections such as pneumonia, recurrent ear infection (otitis media), and skin infections.